Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in france notified biomérieux of misidentification of aerococcus urinae as mammaliicoccus vitulinus in association with vitek ms instrument ((B)(4)). The customer reported having discrepant results compared with vitek 2 and bruker for a child urine sample. Results obtained with vitek ms: mammaliicoccus vitulinus (excellent identification). Results obtained with vitek 2: kocuria kristinae. Result obtained with bruker ms: aerococcus urinae (consistent with the appearance of the colonies and the phenotype of the antibiogram). Customer indicated that there was no patient impact at treatment level and that the vitek ms results were delivered after 24 hours. Biomerieux has initiated an internal investigation.

Manufacturer narrative:
An internal investigation was initiated at the biomérieux manufacturing site following a report from a france customer of a misidentification of aerococcus urinae as mammliicoccus vitulinus in association with vitek® ms instrument (ref.(B)(4), serial number:(B)(6)). Vitek ms results = single choice to mammliicoccus vitulinus. Vitek 2 gp ID card = (B)(4). Bruker (mass spectrometry system) = aerococcus urinae. Note: aerococcus urinae identification is consistent with the appearance of the colonies and the phenotype of the antibiogram. Investigation: 1. Complaint trend analysis and device history record: there is no CAPA, no non-conformity for vitek ms linked with customer 's complaint. Since january 2016, no other similar complaint has been recorded for an aerococcus urinae strain misidentified as mammliicoccus vitulinus. 2. Investigation: fine tuning, status good at the time of acquisition. However, the fine tuning made prior to the identification issue was non-optimal. Spot preparation quality: the calibrator ¿all peaks¿ values was quite heterogeneous. In addition, the ¿number of peaks¿ for the sample spots is very low (35 and 27) which is near to the acceptable limit (minimum 30 for bacteria) and the resolution is also very low (331). These findings could be directly linked to a non-optimal spot preparation by the user. Based on this finding, the spot preparation technique should be verified with the customer. Knowledge base (kb) review: the expected organism ID is unknown as no reference method was performed (sequencing). However, based on the complaint description, it could be aerococcus urinae which is present in the vitek ms kb v3.2. Sample data analysis: for information, staphylococcus vitulinus correspond to mammliicoccus vitulinus. It is due to a taxonomy update (new name). By reprocessing the customer data with vitek ms kb v3.2, one spectra led to single choice to staphylococcus vitulinus and the other spectra led to "no identification" result. The potential misidentification to staphylococcus vitulinus was obtained with a low identification score (-0.4) which is at the acceptable limit for giving a ¿no identification¿ result (-0.4). In addition, the number of peaks for this spectra is very low (35) which is near to the acceptable limit (minimum 30 for bacteria) and the resolution is also very low (331). These findings could be directly linked to a non-optimal spot preparation. By reprocessing the customer data with next vitek ms kb v3.3 under construction, the spectra which gave a potential misidentification led to the expected identification (single choice to aerococcus urinae) and the other spectra led to no identification result. The identification to aerococcus urinae was still obtained with a low identification score (-0.39) which is at the acceptable limit for giving a ¿no identification¿ result (-0.4). It is mostly due to the low number of peak present in the spectra (35). Reprocessing customer data with ruo database (saramis v4.17) allows to get "no identification" results for both spectra. Based on these findings, the potential misidentification to mammliicoccus vitulinus could be linked to a non-optimal spot preparation or a non-optimal fine tuning. To determine root cause of the identification issues, a strain return has been requested. However, the customer cannot provide us the strain. Consequently, no further investigation could be done and the cause of the issue has been defined as ¿unknown¿. Expected identification after investigation: unknown, further investigation on the strain cannot be done. 3. Root cause analysis: unknown.